Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Device UDI number is unavailable. A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts on the system were replaced. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a transforaminal lumbar interbody fusion (tlif) procedure. It was reported that there was an alleged inaccuracy when the site was using a suretrak tracker to navigate a third-party implant. While navigating the innerbody, the surgeon felt that it was advanced further than expected (this was after the first screws were successfully and accurately placed with navigation). The surgeon was unable to retrieve the innerbody. The surgeon asked to have a second spin taken to confirm positioning, which showed it was implanted too deep. With the second spin, the site placed a second innerbody successfully. At request of the medtronic representative onsite, the surgeon further confirmed that it was accurate. There was a 10-minute delay to the case due to this issue, and there was no impact to the patient.

Manufacturer narrative:
Device evaluation: a software analysis was conducted but was unable to determine probable cause without further information since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the definitive cause was not known, however the rep believed that the suretraked inserter may have been inaccurate.